Manufacturer narrative:
Testing and investigation found the device alarmed for service code 09/001 (backward motor movement). This was due to the motor roller clutch and camshaft. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1014, the device was programmed for tpn with taper down, tpn volume 1500ml, for a tpn total time of 14hrs, with a kvo rate 5ml/hr and a container size of 1600 ml. The device continued in use intermittently at the programmed settings. On (B)(6) 2013 at 1805, the device was powered on and a new container was indicated. At 1809, the delivery was started. A new date of (B)(6) 2013 occurred. At 0630, a 09/001/041 service alarm occurred. At 0645, the device was powered on and off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) service alarm code. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the homecare pt reported an unspecified alarm. Occurred. No specific event details were provided. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that during a review of the device history at the user facility, a 09/001 (backward motor movement) service alarm code was noted. Though requested, no additional info was provided, including if therapy was resumed with a replacement device.